Manufacturer narrative:
The complaint investigation is completed. It consists of a device log evaluation and a hospital facility visit by our field service engineer (fse). Prior to our fse visit, the customer replaced the air gas module. The replaced air module is not available because the customer had discarded it before the fse did the repair. The fse investigated the ventilator system. The internal leakage test failed and the fse cleaned the expiratory cassette membrane. After cleaning the expiratory cassette membrane no further problems were found. The ventilator passed all functional and safety tests per factory specifications and was cleared for clinical use. The evaluation of the event logs confirm that the internal leakage test step and the o2 sensor test step of the pre-use checks failed on (B)(6). The internal leakage test failed due to too high leakage. The leakage was between 17-42 ml/min and allowed leakage is 11 ml/min. The flow transducer test passed without deviations. There are no technical errors indicating a ventilator malfunction in the logs on the date of event. Our conclusion is that the internal leakage test failed due to a dirty expiratory cassette membrane. The test log has no indication of a faulty air gas module. Since the customer decided to discard the air gas module no further technical investigation is possible and therefore the true root cause to the failure of the air gas module cannot be confirmed or determined.

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement. (B)(4).